Event description:
It was reported that a spectrum iq pump was not alarming and was dripping at the wrong rate. The drip chamber was low and about to run dry while the bag was still full of medication. The drip chamber spontaneously stopped pulling from the bag and the tubing almost went dry with no alarm during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation the device failed to detect an upstream occlusion at a rate of 100 ml/hr. The cause was identified to be ultrasonic sensor was out of specification which was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.